Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) caught on a calcified lesion and ruptured with only slight resistance. Manual compression was then used for 15 minutes, and hemostasis was successfully achieved. There was no reported patient injury. The device was used after treatment of sfa¿popliteal restenosis. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer had completed three prior mynx cases. A non-cordis 11cm sheath was used. Femoral artery suitability was verified by angiography or venography, including confirmation of a 30¿45 degree insertion angle. The device was used in an arterial vessel. No vessel tortuosity was reported, and there was little peripheral vascular disease or calcium present near the puncture site. The device was stored and prepared according to the instructions for use. A prior stent was present in the femoral artery. The balloon did not lose pressure after being pulled to the arteriotomy. The device is not being returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) caught on a calcified lesion and ruptured with only slight resistance. Manual compression was then used for 15 minutes, and hemostasis was successfully achieved. There was no reported patient injury. The device was used after treatment of sfa¿popliteal restenosis. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer had completed three prior mynx cases. A non-cordis 11cm sheath was used. Femoral artery suitability was verified by angiography or venography, including confirmation of a 30¿45 degree insertion angle. The device was used in an arterial vessel. No vessel tortuosity was reported, and there was little peripheral vascular disease or calcium present near the puncture site. The device was stored and prepared according to the instructions for use. A prior stent was present in the femoral artery. The balloon did not lose pressure after being pulled to the arteriotomy. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeve conditions, no abnormal conditions were observed. No catheter sheath introducer was returned for this evaluation. The balloon was returned retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis. The balloon was received in a retracted condition; however, in order to perform the inflation/deflation test, the balloon was required to be in a not retracted position. During the execution of the inflation/deflation test, a micro tear was detected on the balloon. A high magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, presence of a micro tear was observed. A review of the manufacturing documentation associated with lot j2511801 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon balloon loss of pressure¿ was observed during analysis of the returned device as a micro tear was observed on the balloon. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, product history review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.